Manufacturer narrative:
Additional information was added to d9, h3, h4 and h6. The device was received for evaluation. Visual inspection revealed that the bladder was ruptured. The ruptured bladder was examined to identify any issues that could have caused the rupture. No signs of abnormality were observed. The reported condition was verified. The cause of the condition was not determined, however, the probable cause is a manufacturing related issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the bladder of large volume folfusor ruptured after eighteen to twenty hours during use. The device had been filled with fluorouracil 5122mg and 220ml sodium chloride (nacl) 0.9%. There was no report of patient injury or medical intervention associated with this event. No additional information is available.